Event description:
A customer's wife called in requesting training on how to conduct finger stick test as she tried to check customer's blood sugar while he was "going in and out of consciousness." Additionally, the strip lot of the test strips the caller tried to use did not match the calibration number in the meter. The caller further stated that she had to take her husband to a hospital and couldn't finish troubleshooting and provide any additional information. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is a final report. This case does not involve a product malfunction. Since the medical event was related to a training issue, no investigation of the product is required. Multiple attempts had been made to obtain missing information without success.